Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced. No further information could be obtained.